Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the papilla and bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, as sphincterotomy was performed, the cutting wire severed from the center. It was reported that there was a risk of piercing the endoscope channel when the jagtome rx 44 was removed. Additionally, no part of the cutting wire detached and fell into the patient. It was reported that the procedure was completed with this device. Note: images from the procedure were provided by the customer and showed the cutting wire was broken near the proximal pierce hole. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: b5, b7, d7a, h6 (impact codes), h8, h10.

Manufacturer narrative:
Medical device problem code (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, as sphincterotomy was performed, the cutting wire severed from the center which prevented the procedure to be finished. It was reported that there was a risk of piercing the endoscope channel when the jagtome rx 44 was removed. There were no reported patient complications as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Note: images from the procedure were provided by the customer and showed the cutting wire was broken near the proximal pierce hole.